Event description:
It was reported that during a coronary stent procecdure, one of the stent struts was broken and sticking out during advancement on the wire. No pt injuries or complications were reported.